Manufacturer narrative:
(B)(4). Date of event: unk. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during an unknown procedure, the staples were malformed when the device was used on the right middle lobar bronchus. The target tissue was not stapled, so an additional hand suture was performed to complete the case. Additional information was provided that the staples were c shaped due to short staling legs against the tissue. The bronchi was not sutured, so the surgeon sutured the line by himself under vats and completed the procedure. There was no information about leakage and bleeding. The patient is stable. There were no adverse consequences to the patient.